Manufacturer narrative:
Correction: b1.

Manufacturer narrative:
Evaluation results: one cadd legacy pump was returned for investigation in good condition. The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. No fault was found with the pump.

Event description:
It was reported that the pump under delivered. The accuracy failure of the pump was -7.35%. No patient injury or complications were reported in relation to this event.